Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-33, lot# va18jy3, product type: lead.

Event description:
The manufacturing representative reported that during the case, set screw felt like it was engaged properly but the lead kept pulling out. The doctor decided to use another implantable neurostimulator (ins). It was reviewed with the doctor that this issue could occur when the set screw has backed out too far. The doctor would send this back to analysis. Additional information received as reason for lead pulling out was not definitively determined. Representative believed the screw got off track and that was why we heard clicking without the lead being secure. The physician did not feel comfortable, however, using the implant even if representative was able to get the screw re-aligned and asked for a new neurostimulator. Physician was going to replace the ins and lead kept pulling out as set screw felt like it was engaged properly so physician asked for new ins. Patient was implanted for urinary dysfunctional nerve system and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.